Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation confirmed the complaint. The instrument was manually drive and failed to move intuitively. In addition, failure analysis found both pitch up and down cables frayed at the distal end. There was no damage to the distal clevis hub. The other cables did not exhibit any damage. The electrical continuity test was performed and passed. Evidence not conclusive, the frayed cables combined with loss of tensioning may has affected the motion on the instrument. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the frayed cables found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci hysterectomy with bilateral salpingo-oophorectomy procedure, one side of the fenestrated bipolar forceps instrument seemed to stop working. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. On (B)(4) 2014, intuitive surgical, inc. Contacted customer to obtain additional information regarding the reported complaint. Customer indicated that no fragments fell into the patient.